Event description:
During a low anterior resection with a cs33 attached to an idrivec the cs33 anvil would not release from the anastamosis. The anastamosis was redone using another device.

Manufacturer narrative:
The cs33 was returned for analysis. It could not be determined why the knife did not travel full length or what caused it to tilt during the firing sequence. See scanned pages.